Event description:
As reported, the 9x30 precise self-expanding carotid stent was attempted during the procedure but could not be advanced to the target lesion due to significant vessel tortuosity and inadequate navigability. A subsequent 9.0 × 40 mm precise carotid stent was then advanced and positioned overlapping the stent in the proximal segment of the internal carotid artery and released; however, this resulted in complete interruption of flow in the internal carotid artery. The right carotid artery was subsequently catheterized, and angiography demonstrated complete cerebral perfusion of the middle and anterior cerebral arteries bilaterally, with retrograde perfusion of the left internal carotid artery and left external carotid artery. Initially, with placement of an unknown 6f introducer and systemic heparinization with 5,000 iu, an unknown mammary angiographic catheter was advanced using an unknown 0.035" hydrophilic guidewire. A non-cordis sheath was introduced, and multiple attempts were made to advance the system into the left common carotid artery; however, this was unsuccessful due to severe vascular tortuosity consistent with a type iii bovine arch. As a result, access was changed, and asepsis and antisepsis of the right wrist were performed, followed by local anesthesia with 2% lidocaine. The radial artery was punctured, and an unknown 6f introducer was placed with repeat heparinization using 5,000 iu. An unknown 0.035" hydrophilic guidewire was advanced into the common carotid artery, after which the unknown angiographic catheter and introducer were removed, and a 6f non-cordis sheath was placed and positioned in the distal segment of the left common carotid artery. Angiography demonstrated a severe ulcerated obstructive lesion in the bulbar segment. A cerebral protection filter was advanced across the lesion and positioned in the ascending segment, allowing lesion bypass. A 9.0 × 30 mm non-cordis carotid stent was then positioned to fully cover the lesion and released, achieving excellent angiographic results. Peripheral atropine was administered, and post-dilation was not performed due to the presence of unstable soft plaque. Follow-up angiography demonstrated good angiographic results with reduced flow. The sheath was withdrawn, and repeat angiography revealed proximal dissection of the common carotid artery with early thrombus formation. Intra-arterial infusion of glycoprotein iib/iiia inhibitor (tirofiban) was administered. A 9.0 × 40 mm non-cordis carotid stent was then advanced with significant difficulty and positioned over the dissected segment, followed by deployment. Subsequent angiography demonstrated a large thrombus burden between the two stents. The decision was made to maintain the angiographic result. All materials were removed, and hemostasis was achieved using a non-cordis closure device. The patient was transferred to the intensive care unit for post-procedural recovery. No difficulty was encountered while flushing either the stopcock or the stent delivery system (sds). The intended procedure targeted a lesion in the carotid artery, though it was not located at the carotid bifurcation. The lesion exhibited stenosis, calcification, and vessel tortuosity, though the specific degrees of each were not provided.

Manufacturer narrative:
E1: phone # (B)(6). Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 9x30 precise self-expanding carotid stent was attempted during the procedure but could not be advanced to the target lesion due to significant vessel tortuosity and inadequate navigability. A subsequent 9.0 × 40 mm precise carotid stent was then advanced and positioned overlapping the stent in the proximal segment of the internal carotid artery and released; however, this resulted in complete interruption of flow in the internal carotid artery. The right carotid artery was subsequently catheterized, and angiography demonstrated complete cerebral perfusion of the middle and anterior cerebral arteries bilaterally, with retrograde perfusion of the left internal carotid artery and left external carotid artery. Initially, with placement of an unknown 6f introducer and systemic heparinization with 5,000 iu, an unknown mammary angiographic catheter was advanced using an unknown 0.035" hydrophilic guidewire. A non-cordis sheath was introduced, and multiple attempts were made to advance the system into the left common carotid artery; however, this was unsuccessful due to severe vascular tortuosity consistent with a type iii bovine arch. As a result, access was changed, and asepsis and antisepsis of the right wrist were performed, followed by local anesthesia with 2% lidocaine. The radial artery was punctured, and an unknown 6f introducer was placed with repeat heparinization using 5,000 iu. An unknown 0.035" hydrophilic guidewire was advanced into the common carotid artery, after which the unknown angiographic catheter and introducer were removed, and a 6f non-cordis sheath was placed and positioned in the distal segment of the left common carotid artery. Angiography demonstrated a severe ulcerated obstructive lesion in the bulbar segment. A cerebral protection filter was advanced across the lesion and positioned in the ascending segment, allowing lesion bypass. A 9.0 × 30 mm non-cordis carotid stent was then positioned to fully cover the lesion and released, achieving excellent angiographic results. Peripheral atropine was administered, and post-dilation was not performed due to the presence of unstable soft plaque. Follow-up angiography demonstrated good angiographic results with reduced flow. The sheath was withdrawn, and repeat angiography revealed proximal dissection of the common carotid artery with early thrombus formation. Intra-arterial infusion of glycoprotein iib/iiia inhibitor (tirofiban) was administered. A 9.0 × 40 mm non-cordis carotid stent was then advanced with significant difficulty and positioned over the dissected segment, followed by deployment. Subsequent angiography demonstrated a large thrombus burden between the two stents. The decision was made to maintain the angiographic result. All materials were removed, and hemostasis was achieved using a non-cordis closure device. The patient was transferred to the intensive care unit for post-procedural recovery.

Manufacturer narrative:
As reported, the 9x30 mm precise pro rx self-expanding carotid stent was attempted during the procedure but could not be advanced to the target lesion due to significant vessel tortuosity and inadequate navigability. A subsequent 9×40 mm precise carotid stent was then advanced and positioned overlapping the stent in the proximal segment of the internal carotid artery and released; however, this resulted in complete interruption of flow in the internal carotid artery. The right carotid artery was subsequently catheterized, and angiography demonstrated complete cerebral perfusion of the middle and anterior cerebral arteries bilaterally, with retrograde perfusion of the left internal carotid artery and left external carotid artery. Initially, with placement of an unknown 6f introducer and systemic heparinization with 5,000 iu, an unknown mammary angiographic catheter was advanced using an unknown 0.035" hydrophilic guidewire. A non-cordis sheath was introduced, and multiple attempts were made to advance the system into the left common carotid artery; however, this was unsuccessful due to severe vascular tortuosity consistent with a type iii bovine arch. As a result, access was changed, and asepsis and antisepsis of the right wrist were performed, followed by local anesthesia with 2% lidocaine. The radial artery was punctured, and an unknown 6f introducer was placed with repeat heparinization using 5,000 iu. An unknown 0.035" hydrophilic guidewire was advanced into the common carotid artery, after which the unknown angiographic catheter and introducer were removed, and a 6f non-cordis sheath was placed and positioned in the distal segment of the left common carotid artery. Angiography demonstrated a severe ulcerated obstructive lesion in the bulbar segment. A cerebral protection filter was advanced across the lesion and positioned in the ascending segment, allowing lesion bypass. A 9.0 × 30 mm non-cordis carotid stent was then positioned to fully cover the lesion and released, achieving excellent angiographic results. Peripheral atropine was administered, and post-dilation was not performed due to the presence of unstable soft plaque. Follow-up angiography demonstrated good angiographic results with reduced flow. The sheath was withdrawn, and repeat angiography revealed proximal dissection of the common carotid artery with early thrombus formation. Intra-arterial infusion of glycoprotein iib/iiia inhibitor (tirofiban) was administered. A 9.0 × 40 mm non-cordis carotid stent was then advanced with significant difficulty and positioned over the dissected segment, followed by deployment. Subsequent angiography demonstrated a large thrombus burden between the two stents. The decision was made to maintain the angiographic result. All materials were removed, and hemostasis was achieved using a non-cordis closure device. The patient was transferred to the intensive care unit for post-procedural recovery. The device was not returned for analysis, and procedural images were not received. A product history record (phr) review could not be conducted as a lot number for the second device was not provided. A vascular occlusion occurring after implantation of a stent is a known potential complication associated with the procedure, and is listed in the precise pro rx IFU. However, without further explanation on the interruption of flow to the left internal carotid artery after implantation of the precise stent, it is unknown whether the issue was related to the implantation of the stent or if it was related to the patient¿s condition, like thrombus formation, etc. It should be noted that the act of stent implantation produces intended damage to the intima of the vessel wall in order to remodel the wall and reestablish patency of the vessel. The disruption of the intimal layers triggers the immune system to heal the damaged areas, thus activating the clotting mechanism as well as the inflammatory response. The combination of inflammatory response and clotting cascade can lead to thrombus formation inside of the stent and instigate vessel remodeling around the stent, producing gaps between the stent and the vessel wall, which is known as stent malapposition. Based on the information available for review, it is difficult to determine what factors may have contributed to the issue experienced after implantation of the precise stent in the left carotid artery. However, since thrombosis formation occurred during treatment of the right carotid artery, it is possible that patient factors/pharmacological factors led to the flow limitation noted. According to the IFU, which is not intended to mitigate risk, ¿post-deployment stent dilatation: using fluoroscopy, visualize the stent to verify full deployment. If incomplete expansion exists within the stent at any point along the lesion, post-deployment balloon dilatation (standard pta technique) can be performed. Select an appropriate size pta balloon dilatation catheter and dilate the lesion with conventional technique. The inflation diameter of the pta balloon dilatation catheter used for post-dilatation should approximate the diameter of the reference vessel. Remove the pta balloon from the patient.¿ it also warns, ¿warning: in the event of thrombosis of the expanded stent, thrombolysis and pta should be attempted.¿ based on the information available for review, there is no indication to suggest that the reported event is related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.